Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012; inratio2: 2.2; lab: 1.7. Time between tests: 15 mins. Pt's therapeutic range: 2.0-3.0 inr. Last dose of coumadin was on friday, (B)(6) 2012. Pt has a colonoscopy scheduled on (B)(6) 2012, which is why his coumadin was held.

Manufacturer narrative:
Investigation pending.